Event description:
Customer reported power failure to room causing a vent inop condition. Vent stopped on patient. The patient expired. No allegation of ventilator failure.

Manufacturer narrative:
The customer stated that the room lost power causing the ventilator to shut down and the pt expired. Our company service engineer inspected the device. The device was found to be functioning properly and as designed.